Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket, the right plunger case and the battery door were cracked. A review of the event history log identified check syringe flange sensor in history. During functional testing found check syringe flange sensor at power up and the syringe flange sensor fluctuated between true/false with no syringe loaded in the ear clip. The optocoupler sensor was loose and not fully screwed down as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Reinstalled the optocoupler. Tested syringe flange sensor and performed all functional tests which passed.

Event description:
It was reported that the pump exhibited a syringe flange sensor error. No patient injury was reported.